Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the mediastinal lymphadenectomy procedure, at the time of clamping the pulmonary artery interlobar, the curved reload was clamped and removed and repositioned at the time of the horizontal fissure stapling, but the problem remained. It was noted that the surgeon was able to press the green button and squeeze the handle but was not able to work. It was replaced by another from the same batch and the triggering occurred normally. Following the procedure at the time of stapling the pulmonary artery interlobar with the artic reload, the stapler made a strong popping and locked, not allowing the firing. The stapler was replaced by another of the same batch without inter-occurrences. There was no patient injury.